Event description:
It was reported that the intraocular lens (iol) haptics get stuck after implantation into the patient's eye and do not get released easily. It happens in few tecnis 1 and sensar 1 iols. Doctor could not recall and provide the exact serial number for the iols. Manual intervention had to be performed to release the stuck haptics. No patient injury was reported. No further information provided. This report is for the unknown tecnis lenses. A separate report is being submitted for the unknown sensar lenses mentioned in this case.

Manufacturer narrative:
Section d6b: explant date: not applicable, as lens remains implanted. Section e1: initial reporter telephone number: (B)(6). Section h4: device manufacture date: unknown, as the serial number of the device was not provided. Device evaluation: product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: since the sample of the complaint product was not returned, and serial number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.